Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. No pump error 63 alarm noted during testing. However, on 11/09/2025 20:25:36.000 hour a pump error 63 was recorded. File number=2017 line number=147. Per software engineering log investigation pump error 63 was cause by twi interface on main/motor processor esf# (B)(4). The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: with reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assemblies. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, serial number label missing, battery tube threads - cracked and cracked case (battery tube). In conclusion customer allegations are confirmed of pump error 63 when alarm noted during download history review. Problem isolated to electronic assembly. No insulin flow block alarm or battery anomalies noted. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the batteries were not lasting full wear time, received a pump error that restarts and resets the device, and an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-432ak, mmt-342 , mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-432ak. No product return is required for mmt-342. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.